Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Concomitant devices: cruise/st.jude medical guidewire, 6.0x40mm unknown balloon catheter, and the replacing stent was an epic/boston scientific stent.

Event description:
During use of a 7x60mm smart control stent, it was reported that the stent delivery system (sds) failed to cross the lesion. After the physician removed the sds, they found that the distal end of the outer sheath was frayed. The sds was replaced with a non-cordis stent, and the procedure was finished successfully. There was no patient injury. The target lesion was the right subclavian artery. The lesion was de novo, moderately calcified and heavily tortuous. The rate of stenosis was 80%. Approach was made from the femoral artery. The lesion was crossed by a non-cordis guidewire, and pre-dilatation was conducted with an unknown 6x40mm balloon catheter. Then, a 7x60mm smart control sds was delivered over the guidewire. There were no damages noted to the device or the packaging prior to usage, and the device was handled and prepped according to IFU instructions. There was no difficulty advancing the sds through the vessels; however, the smart control stent could not cross the lesion. Excessive force was not used. The smart control sds was easily removed from the patient, and it was confirmed that its distal end of the outer sheath was frayed. Therefore, pre-dilatation was conducted again, and then, a different non-cordis stent was placed in the lesion. The procedure was finished successfully. There was no patient injury.

Manufacturer narrative:
Complaint conclusion: during use of a 7x60mm smart control stent, it was reported that the stent delivery system (sds) failed to cross the lesion. After the physician removed the sds, they found that the distal end of the outer sheath was frayed. The sds was replaced with a non-cordis stent, and the procedure was finished successfully. The target lesion was the right subclavian artery. The lesion was de novo, moderately calcified and heavily tortuous. The rate of stenosis was (B)(4). Approach was made from the femoral artery. The lesion was crossed by a non-cordis guidewire, and pre-dilatation was conducted with an unknown 6x40mm balloon catheter. Then, a 7x60mm smart control sds was delivered over the guidewire. There were no damages noted to the device or the packaging prior to usage, and the device was handled and prepped according to IFU instructions. There was no difficulty advancing the sds through the vessels; however, the smart control stent could not cross the lesion. Excessive force was not used. The smart control sds was easily removed from the patient, and it was confirmed that its distal end of the outer sheath was frayed. There was no reported patient injury. One non sterile smart control, iliac 7x60ml was received coiled inside a plastic bag. Locking pin was in place. Kinks were observed at 1cm from the ID band and 6cm from the distal end. The unit was not deployed. The brite tip was received flayed/torn. No more anomalies were found. The outer diameter (od) of the outer sheath was measured and it was found acceptable. The unit was sent to sem analysis and results showed that the brite tip surface presented evidence of elongation at the surrounding areas of the frayed. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these frayed characteristic. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The cause of ¿kink¿ condition could not be conclusively determined; however it does not appear to be manufacturing related. Controls are in placed at the final assembly and packaging processes to detect this kind of issues. Handling and procedural factors could be contributed to this condition. The failure ¿catheter tip/frayed/split/torn-in patient¿ reported by the customer was confirmed since the catheter tip was received frayed, however it does not appear manufacturing related; sem result showed evidence of elongation at the surrounding areas of the frayed. The exact cause of the reported failure condition could not be conclusively determined. Controls are in placed at the final assembly and packaging processes to detect this kind of issue. Handling and procedural factors could be contributed to the failure experienced by customer. Therefore no actions will be taken. The ¿stent delivery system (sds) failure to cross" reported by the customer could not be confirmed since outer diameter was found within specification. The exact cause of the reported failure condition could not be conclusively determined. Handling and procedural factors could be contributed to the failure experienced by customer. Neither the DHR review nor the product analysis suggests that the failure is manufacturing related. Therefore no actions will be taken. With the information available and without films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event.